Event description:
Rn reports the balloon dilation catheter burst. Rn reports that attempted to use 3 catheters with 2 bursting and 1 failing to inflate. All noted on pre-insertion checks. Catheter with functioning balloon used during the surgery without adverse effect to pt.